Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire, orange (+5v), brown (-5v), pgnd and main batt in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable).